Event description:
It was reported that the ventilator's printed circuit board was contaminated with water. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. The reported issue has been confirmed during evaluation of the provided problem description. Service report and ventilator's log files were not attached to this investigation. During further investigation of the reported issue it was found that the pcb expiratory channel connector was contaminated with water and required replacement. No feedback from the customer is available. Moreover, information about the current status of the ventilator has not been provided. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).